Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cubie not being recognized in drawer. The field service engineer replaced cubie row tray a in drawer 2 due to a liquid medication spill. Functionality was successfully verified through system diagnostics. Additionally, escort confirmed proper operation within the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary there was a spill in the drawer which compromised the electronics of a cubie row and now the cubie was not recognized in the drawer. However, there were no delays or adverse events or injuries reported based on this event.